Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.

Event description:
It was reported that a patient experienced a dental abutment fracture and the implant was removed. Abutment fracture - customer ordered rescue service * res08263 doi: 2014 prosth. Restoration: 2015 2026-01-14, ao: rescue service will be followed up by cco. In case of no further contact, it is understood that the dentist successfully removed the fragment (if any), and the implant was restored. Otherwise, the lifetime warranty would be claimed